Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. Essure was removed on 26-jun-2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and device dislocation ("implants bilaterally at the level of the uterine horn without any other abnormality"). The patient was treated with surgery (a retrograde salpingectomy was carried out with a cordectomy). At the time of the report, the outcome of pelvic pain was unknown. No causality assessment was received for essure with regard to pelvic pain or device dislocation. The reporter commented: a retrograde salpingectomy was carried out with a cordectomy, removing the essure implant using bipolar forceps and scissors on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): the implants bilaterally at the level of the uterine horn without any other abnormality. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jul-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and device dislocation ("implants bilaterally at the level of the uterine horn without any other abnormality"). The patient was treated with surgery (a retrograde salpingectomy was carried out with a cordectomy). Essure was removed on (B)(6) 2024. At the time of the report, the outcome of pelvic pain was unknown. No causality assessment was received for essure with regard to pelvic pain or device dislocation. The reporter commented: a retrograde salpingectomy was carried out with a cordectomy, removing the essure implant using bipolar forceps and scissors on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): the implants bilaterally at the level of the uterine horn without any other abnormality the most recent follow-up information incorporated above includes data received on: 02-jul-2024: patients street address corrected. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.